Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited failure to capture and undersensing. The programming changes were made. The patient was in stable condition and will continue to be monitored.